Manufacturer narrative:
(B)(4). One actual samples were returned for investigation. Based on the complaint description, it was reported the catheter was leak. Visual examination was conducted on the returned catheter and no sign of material degradation or abnormalities was observed. All the components appeared to be intact and in good condition. The actual sample was then inflated with 1.5m1 of water and left on the work bench for a period of 20 minutes. Balloon was able to stay inflated and no leakage was detected. The sample was then deflated using an empty syringe without any issue, attempt to re-inflate and deflate the balloon resulted with the same observation. The samples then undergoes water leak test by submerged under water with continuous air flow through drainage lumen; no bubbles were seen seeping out from the funnel or shaft of the returned sample. Leakage of urine around the catheter is one of normal phenomenon observed. Leakage may be due to involuntary bladder spasms (detrusor hyperreflexia or overactive bladder), infection, the catheter or balloon size being too small, or the bladder is irritated from catheter use. Other remarks: in current manufacturing process, the catheters are subjected to 100% water leak test after funnel moulding process. Catheter funnel and shaft will be immersed into water with continuous air flow to check for any leak or blockage. Any defects will be segregated before proce finished catheter will be subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled our during this process. Based on the investigation and testing conducted on the returned sample, no functional defects were found where balloon was able to stay inflated without any leak observed. No leakage found along the catheter system. Therefore, this complaint could not be confirmed. The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection.

Event description:
It was reported that the catheter shaft is perforated. In addition, the catheters cannot be blocked in some cases. Catheter was placed in a child for examination. After inserting the catheter, it has been noticed that urine runs along the catheter into the bed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter shaft is perforated. In addition, the catheters cannot be blocked in some cases. Catheter was placed in a child for examination. After inserting the catheter, it has been noticed that urine runs along the catheter into the bed. The patient's condition was reported as fine.